Manufacturer narrative:
(B)(4). The actual device is reported to be unavailable for evaluation; however, an unused device of the same lot is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set with twist clamp leaked. This occurred during automated peritoneal dialysis (apd) therapy, while the twist clamp was closed and after the minicap was removed. A nurse then replaced the transfer set. The reporter provided the following background information: the patient had been performing peritoneal dialysis therapy since (B)(6) 2012 and had been using the transfer set for 7 days, approximately 6 months before it was to be replaced. Cleaning solutions were not used with the device, there was no history of difficulty in opening or closing the twist clamp, caregivers had assisted the patient in opening or closing the twist clamp, and nothing occurred that may have damaged the device. The reporter stated that the patient developed peritonitis "within a week of the leaking incident", but did not specify whether this occurred before or after the leak. Additional information regarding patient outcome was requested and is not available at this time.